Event description:
Patient had left extracapsular cataract extraction by phacoemulsification with intraocular lens implant on 3/20/92. On 3/26/92 the or was called by the surgeon and informed that the patient had a foreign body in his operative site. This was not seen on the day of surgery. There is apparently no adverse reaction to the patient at this time.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.